Event description:
It was reported that during the treatment of a fistula the physician positioned the guide catheter at the fistula target site. The coil was pushed through the catheter to the target. When the physician used the fluro it was observed that the coil had already detached from the delivery pusher. The coil was resting in the cephalic vein of the left upper arm. The coil was pushed to the target using the delivery pusher. No intervention or retrieval attempts were performed. No harm or injury was reported. Patient information - patient identifier and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device remains within the patient. The delivery pusher was reported to be discarded. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.